Manufacturer narrative:
Siemens analyzed the instrument data files. Benzalkonium interference is confirmed on may 1, 2017 during the time the suspect samples were run. From the instrument data supplied, benzalkonium interference is frequently found on this system. This is a known interferent to the rp500 na+ sensor per the rp500 operators guide.

Event description:
The customer reported discrepant sodium results on the rp 500. There was no report of injury due to this event.